Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose/protruded drive support. They were unable to verify the compromised force sensor system alarms due to the motor error alarms. The pump was received with a cracked reservoir tube lip, a minor scratched display window, cracked battery tube threads, and a missing endcap sticker.

Event description:
The customer reported via phone call that she received a compromised force sensor system alarm on the insulin pump. Customer stated that she was not able to prime tubing successfully. Customer was just changing the reservoir on the pump and the alarm kept appearing. Customer tried to prime the tubing but the piston would hit the reservoir. Customer stated that if she kept going, it made a funny sound. Customer's blood glucose was 240 mg/dl at the time of the incident. Customer was advised to disconnect from the pump. Customer stated that the pump was not dropped or bumped prior to the alarm. Customer stated that the drive support cap was sticking out. It was explained that during seating, the force sensor did not detect the reservoir. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.